Event description:
During preventative maintenance of the device, the field service representative reported that the central control monitor bolt was sheared. Since the event occurred during preventative maintenance, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.